Event description:
It was reported that the device experienced a "firmware initiated a power on reset with no reason code." Follow up information was received and indicated that there was no record of a power on reset. The power on reset (por) was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device, however, analysis was not performed as a power on reset with no reason code is a known behavior for this model.